Manufacturer narrative:
Eval, results: brake cam, zoom cam, bracket assembly.

Event description:
It was reported by service report that the unit wouldn't brake and zoom big wheels wouldn't disengage from steer. No pt involvement or adverse consequences are reported.